Event description:
A customer had a problem with the 22g needle. The customer states "the m.d. Was injecting lidocaine into the pt and the needle broke off at the hub. No pt injury was noted, the doctor removed the needle from the pt without complications."